Event description:
A cardiac resynchronization therapy pacemaker (crt-p) system was returned to the manufacturer from an unknown source with no information. Further review of the manufacturer's database indicated the patient died approximately one month post the implant of the device, right atrial and left ventricular pacing leads. Additional information from the healthcare professional indicates the patient experienced diaphragmatic stimulation two days post implant, which required reprogramming, and resolved the issue; the device was functioning normally. It is reasonable to suggest the diaphragmatic stimulation was related to the left ventricular pacing lead as the right ventricular pacing lead was chronic, and atrial pacing leads do not often cause diaphragmatic stimulation secondary to placement practices.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. A cause of death was requested and not received. Evaluation summary: (B)(4) - the device was returned to the manufacturer and analyzed. No anomalies were found. A reduced analysis performed, device is okay. (B)(4) - the proximal segment of the lead was returned to the manufacturer and analyzed. No anomalies were found. All conductors had blood/body fluid (not obstructed). (B)(4) - the proximal segment of the lead was returned to the manufacturer and analyzed. No anomalies were found. (B)(4) - the proximal segment of the lead was returned to the manufacturer and analyzed. No anomalies were found. The proximal conductor had blood/body fluid (not obstructed). The outer insulation had a breached cut and cosmetic depression. There was apparent explant damage.